Event description:
A user facility reports that an intraocular lens (iol) was explanted due to prod malfunction. Add'l info has been requested.

Manufacturer narrative:
The prod was returned for analysis and was verified to have signs of handling. Only half of the optic with a haptic was returned. The optic was torn/split/cracked (possibly cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Prod history records were reviewed and all documents indicate the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 07/22/2008, 07/24/2008 and 07/30/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 08/20/2008.